Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in duisburg, germany. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heating circuit 2 of a heater-cooler system 3t did not work during priming. It is not clear if the affected circuit was the patient circuit or cardioplegia circuit. No additional information was provided and a reportable malfunction cannot be excluded. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis also revealed that no similar event since unit installation in 2019. No further complaints were received from the customer about this specific device problem. The reported issue could not be reproduced and no longer occurred. Therefore, a device failure can be ruled out as root cause of the event.

Event description:
See intial report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.